Event description:
Balloon not wrapped very tight. Count not advanced beyond iliac artery. Difficulties encountered during insertion. No alarm sounded. No blood seen in the catheter tubing. Second balloon--same issue. Update: account mgr spoke with the doctor and determined that the death was not related to the product.

Manufacturer narrative:
Product condition received: the product was returned with the membrane loosely folded and blood found on the exterior of the catheter with the one-way valve attached. The sheath was not returned for evaluation. Product evaluation: vacuum was applied to the iab using the returned one-way valve and it held vacuum. A lab insertion test was performed using an 8fr lab sheath since the sheath was not returned for evaluation. The technician was able to successfully manually wrap and insert the balloon through the sheath. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. A leak may impact the ability to maintain vacuum. Conclusion: the reported event cannot be confirmed by the evaluation. A review of the device history does not indicate any lot specific issues. (B)(4).